Event description:
Customer reported noticing a difference between the sensor and the blood glucose readings. Customer stated that the sensor was reading 52 mg/dl when the blood glucose reading was 89 mg/dl when they were awaken by an alarm in the morning. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.